Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a sub-q infusion set experienced a bent cannula issue resulting in diabetic ketoacidosis (dka) in the patient. The cleo infusion set had been in place for less than twenty-four hours. The patient had attempted a "correction bolus," but there was no impact on the patient's high blood glucose levels. The patient was admitted to the hospital with a blood glucose level of 370 mg/dl and dka on (B)(6) 2016. While in the hospital, the patient was treated with IV fluids and an insulin drip, it was also reported that due to the patient also being hospitalized initially from (B)(6) 2016 for the onset of the dka, the decision was made to have the patient remain hospitalized until the pump therapy was determined to be functional. The insulin pump manufacturer reviewed the insulin pump's function and determined the pump was working fine, and the issue was at the infusion site level. No further information regarding the patient's discharge date was available upon follow up. No further adverse health outcomes were reported. See MFR: 3012307300-2016-00018.